Event description:
Cannula & inner cannula broke away from base plate that was sutured to skin, trach tube dislodged from trachea, cuff intact. Tab oin base plate that holds cannula in place missing. Md anchored cannula in place with suture until replaced in 2-3-99.